Event description:
The pt was hospitalized nine days in 2007. The pt's physician reported that the battery cover of the pt's infusion device becomes loosened during the night and the batteries fall out of the pt's infusion device. This caused the pt to experience a hypoglycemic coma. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.